Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the sling became detached from the lift and the patient slipped out of the sling during the transfer. No injury was reported.

Manufacturer narrative:
It was reported that during patient transfer from the wheelchair the sling left leg clip detached from the lift spreader bar. No injury was reported. After the event the lift was inspected by arjo representative and no device malfunction was found. The sling involved in the event was not removed out from service and was sent to laundry. The arjo representative contacted with the customer to receive additional information regarding the case. The customer stated that they completed audit including testing the clips. They found a total 10 slings that were older where the clips were so worn you could let it go and it would just slip on into place, and slide off with minimal to no effort. The customer removed all these slings from use. The current instruction for use for slings (04.sc.00) contains information that: "the expected service life of the passive clip sling / disposable clip sling is 2 years. The shelf life is 5 years." "Warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Check all parts of the sling,. If any part is missing or damaged - do not use the sling." Based on all the information gathered, it seems likely that the cause of the sling clip failure was related to normal wear. However, the sling has not been evaluated by arjo and this hypothesis cannot be confirmed. To sum up, the arjo lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.